Manufacturer narrative:
Clinical investigation: there is a temporal relationship between the patient event of fluid volume overload with hospitalization and the attempt to utilize the liberty select cycler for peritoneal dialysis treatment when the stalled at a state message was received during treatment set-up. The liberty select cycler malfunction contributed to the patient¿s adverse event, however; the patient was instructed by the pdrn to complete manual exchanges while waiting for the replacement cycler to be delivered. The patient was non-compliant with the pdrn instructions which led to the shortness of breath and hospital admission to the ICU for fluid volume overload. However, had the machine not failed the patient would likely have been compliant with the pd therapy utilizing the cycler. Therefore, the combination of the machine malfunction and the patient non-compliance to utilizing manual exchanges is the cause of the fluid volume overload. Based on the available information, the liberty select cycler cannot be excluded as being a causal or contributory factor in the patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient is in intensive care unit due to not receiving the cycler. The patient did not perform manual treatment. Technical support stated that the cycler was delivered to the office of the patient¿s apartment building on (B)(6) 2020 at 7:58pm which was within the estimated delivery timeframe. The scheduled eta of the replacement was (B)(6) 2020 by 8:00pm. Upon follow up, the patient¿s pdrn instructed the patient to utilize manual exchanges until the replacement cycler arrived. The patient did not utilize manuals. The cycler was delivered as scheduled, however; the device was left in the office of the apartment complex which is in a separate building. The patient¿s building requires a key access for entry. During the night of (B)(6) 2020, the patient awoke with shortness of breath and went to the hospital. The patient was admitted to the hospital to the ICU with fluid volume overload (fvo) as reported to the pdrn by the physician. The patient remains in the ICU, however; the pdrn is unsure of why the patient would still be there. The pdrn did not have any additional information related to the hospitalization. The pdrn stated that the only treatment the patient missed was on 20/oct/2020 when the patient did not utilize the manual exchanges as instructed. The pdrn did confirm the delivery of the replacement cycler on (B)(6) 2020, but the cycler has not been moved up to the patient¿s apartment.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.